Manufacturer narrative:
This complaint stemmed from voluntary medwatch report # mw5106089 that gyrus received from the FDA. The report did not include any end customer informaiton or any additional details regarding the incident or lot number information for tracking. Without any additional information, an investigation cannot be completed. Therefore, the complaint cannot be confirmed and root cause cannot be determined. This is the first complaint recorded of this kind, making this an isolated event. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement, or need for a corrective actions, a follow up report will be submitted.

Event description:
The only information received was maude watch report that states that there was a possible injury that required intervention. The even description was "break" .